Event description:
It was reported that there were instances of shock impedance greater than 200 ohms. A synchronized shock was performed to evaluate system integrity and the shock impedance was normal, at 49 ohms. Technical services recommended performing additional troubleshooting to evaluate lead integrity. The implantable cardioverter defibrillator and right ventricular lead remain in service and no adverse patient effects were reported.

Event description:
It was reported that there were instances of shock impedance greater than 200 ohms. A synchronized shock was performed to evaluate system integrity and the shock impedance was normal, at 49 ohms. Technical services recommended performing additional troubleshooting to evaluate lead integrity. The implantable cardioverter defibrillator and right ventricular lead remain in service and no adverse patient effects were reported. It was additionally reported that physical maneuvers and stress testing were performed and no intervention was planned at this time.